Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It is alleged through the filing of a lawsuit that the patient underwent a total hip arthroplasty and was implanted with a stryker accolade hip on (B)(6) 2005. It is further alleged that the patient began experiencing discomfort in the area of his defective devices. As symptoms persisted, additional diagnostic work-up revealed the presence of markedly increased levels of metal ions in the patient's blood and/or urine.